Event description:
It was reported that stuck in stent occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified proximal right coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but the catheter became stuck in a synergy xd stent. The opticross could not be pushed, so the physician cut the catheter, unplugged the drive cable inside, put the 0.021 wire inside the catheter and pushed it distally to release the catheter from the stent. The procedure was completed with another of the same device and no part of the catheter remained in the patient. There was no patient injury and the patient status was good post procedure.